Event description:
It was reported that the catheter got stuck. An opticross imaging catheter was used to view the target lesion. When checking the image after setup was performed, the entire image appeared to be dark. Flushing of the catheter, reconnecting the hub, and adjusting the brightness to maximum were performed, but it did not improve. It was judged that dark image was displayed. The physician attempted to remove this device, but it became stuck. It could not move forward or backward. Eventually, the device was able to be removed from the patient. The procedure was continued by replacing with another device. There were no patient complications that were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag with batch 23370401 printed on it. The unit returned has sheath damaged, as part of overall visual revision. Visual inspection showed there was a damage observed on the distal tip or guidewire exit port assembly. The device was cut. No kinks were observed. The functional inspection showed that the telescope assembly was not able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and indications of resistance in tracking the guidewire into of the catheter was noted. Image characterization test was not performed , due the conditions of the device.

Event description:
It was reported that the catheter got stuck. An opticross imaging catheter was used to view the target lesion. When checking the image after setup was performed, the entire image appeared to be dark. Flushing of the catheter, reconnecting the hub, and adjusting the brightness to maximum were performed, but it did not improve. It was judged that dark image was displayed. The physician attempted to remove this device, but it became stuck. It could not move forward or backward. Eventually, the device was able to be removed from the patient. The procedure was continued by replacing with another device. There were no patient complications that were reported.